Manufacturer narrative:
The insulin pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The device functioned properly, however; it had a noisy motor during testing due to faulty motor. The motor was tested outside of the device and passed. The insulin pump also had a scratched lcd window noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the motor does a loud grinding during rewind and prime. The customer stated she did not receive any alarms. Blood glucose value was 67 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.